Event description:
A large amount of blood leaked from the hemostatic valve.

Manufacturer narrative:
The product was returned for investigation. It was found that the thumbwheel part was tilted. No abnormalities were found in the manufacturing records of the product. The reported event can be considered to be due to the thumbwheel part being tilted by handling of the product, which led to air intrusion, but the detailed cause could not be identified.